Event description:
It was reported via repair work order that the fowler was stuck in the highest position due to a broken weld on the scale frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.